Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system using a gore® dryseal sheath with hydrophilic coating. The sheath was reportedly inserted from the patient's left side. After the endoprostheses implant, it was reported that the left external iliac artery (leia) was dissected when the sheath was removed. The physician decided to implant a metal stent to repair it. There was no information about resistance during the advancement or withdrawal of the sheath. There was also no information about anatomical restrictions. The patient tolerated the procedure. No further information is available.